Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. There was no moisture found in the battery compartment. There was no damage found to the battery compartment. A battery cap was not returned. A test battery cap fully attached to the pump and was used to complete a 24 hr duration test. There were no power interruptions. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.